Manufacturer narrative:
No patient information provided as no patient was involved in this concern. The 510k number was not available at the time of reporting. The manufacture date was not available at the time of reporting. No parts have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported outside of a procedure that the system would attempt to turn on but then turn right off. This happened multiple times with multiple plugs. The site was able to bypass the power cord and plug the power supply directly into the wall which resolved the issue. No patient was present at the time of the event.